Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 14 samples for investigation. The returned samples were subjected to functional tests using 10 tubes per needle to assess device functionality. All samples passed the testing, exhibiting no signs of damage to the device, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, air bubbles and foaming are seen in an unspecified number of specimens. No adverse impact was reported regarding the patient or user.